Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was separating. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal was replaced.

Event description:
It was reported that the pump had a damaged battery compartment latch. There was no patient involvement. Device evaluation found the upstream occlusion seal was separating.